Event description:
It was reported that prior to a gastric bypass procedure the min in the switch button worked, but the max button would not. They used a second device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator, and it was found that the hand control switch assembly max buttons were not functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.